Manufacturer narrative:
Eval summary: cause of reported loosening of femoral component could not be determined due to insufficient info. No produt or x-rays were returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.